Event description:
The caller stated they were now reporting an event that occurred sometime between (B) (6) 2010 and the date of this call (B) (6) 2010 as they had not reported it previously. The caller stated they could only report the same event happened as they had described on manufacture's report number 2936999-2010-00840. The caller repeated the description of the event as the ventilator alarmed due to not being able to give breaths. They decannulated the pt and recannulation was required with a 6dfen. The caller states that removed tube was twisted to the left at the fenestrations and that the distal tip looked like it was melted and pinched closed, but not totally occluded. The pt tolerated the trach change and there was no significant clinical event.

Manufacturer narrative:
No analysis or conclusions can be made without the device or the lot number.